Event description:
The customer reported being in the emergency room due to high blood glucose of 450mg/dl, and she was treated with manual injections. The customer experienced thirsty, urination, ketenes, vomiting, aching, and chills. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue troubleshooting. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.